Manufacturer narrative:
(B)(4).

Event description:
A customer reported an event of an "oil mist filter failure" from their sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve was cleaned and the vacuum pump oil was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). ¿trending analysis of the haze/mist issue was reviewed for the previous six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the haze/mist issue is likely due to the oil return valve and vacuum pump oil. The field service engineer replaced/cleaned these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).